Event description:
Follow up information received reported that the patient was currently at home after spending a couple of months in a rehabilitation facility following the surgery. It was noted that she was not 100% recovered but was close and was able to live on her own and take care of herself. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Lead: model: 3873, lot: unk, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Lead: model: 3873, lot: unk, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).

Event description:
Additional information from the patient's physician was received. The cause of the event was unknown. The hematoma was evacuated. The patient was paraparetic, but that was now normal. The patient mostly recovered without sequelae. No further details were provided.

Event description:
It was reported that the patient had an epidural hematoma. The patient underwent a trial procedure without difficulty. The patient was sore but responded well to stimulation post procedure. The patient was educated on the system and discharged. The patient was admitted to the hospital one day later due to extreme pain, weakness in legs, and vomiting. The leads were taken out. A magnetic resonance imaging scan (MRI) showed an epidural hematoma. Additional information about the patient's condition and hospital course was requested. If additional information is received, a follow up report will be sent.